Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during an iliac pta treatment procedure, stent placement difficulties were encountered. The customer stated that, the "position of an implanted stent was wrong. A physician wanted to implant the stent again at a right position. But the stent could not take back again". No patient injuries or complications were reported. Patient status is reported as ''good". Additional information has been requested regarding this event.